Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and evaluation. The device was returned to olympus for inspection, and the reportable malfunction (damaged the scope lens) was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: the outer tube bent, the objective window lens broken and the optical system lens broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to improper handling as well as application of excessive force. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the surgeon activated the high frequency-resection electrode "plasmaloop" near a guidewire and the loop exploded and damaged the scope lens [ultra 5.4mm telescope]. The surgeon stated that the loop reacting to the guidewire caused damage to the lens of the scope. The issue occurred during a therapeutic, benign prostatic hyperplasia resection procedure. The procedure was completed. The issue did not impact the outcome of the procedure. There were no reports of patient harm. This report is being submitted for the malfunction of the ultra 5.4mm telescope lens. The hf-resection electrode "plasmaloop" malfunction is captured in the MDR submitted for patient identifier (B)(6).